Manufacturer narrative:
The reported events were failure to capture and infection. As received, a partial lead (only connector portion) was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead and device. During the replacement procedure, an infection was visually observed in the pocket. The entire system was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received that the patient had endocarditis and staphylococcus aureus was observed on the culture.